Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1 of her automated peritoneal dialysis therapy. Reportedly, the home patient was connected at the time of the alarm. However, the home patient did disconnect her transfer set from the patient line of the homechoice set without pausing therapy. The home patient then reconnected to the setup and received the alarm. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with all new supplies. No patient injury or medical intervention was associated with this incident per the home patient.

Manufacturer narrative:
Baxter quality assurance department has reviewed proper procedures with the home patient in addition to referring them to their nurse for local procedures.